Event description:
A malfunction was reported with a code displayed on the customer's device, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The customer switched to multiple daily injections as a backup method for insulin delivery, and technical support arranged to replace the pump. The customer was instructed on how to prepare the pump for return and confirmed understanding and acknowledgment of the return process.